Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #(B)(4); cat# 5510f601; lot# sneft. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# zwon. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Explanation of triathlon cr implant. Event was noticed by pain and swelling. Initial indication is infection.